Event description:
It was reported that a patient had a needle 'fall out' just after using a bolus. The needle, the infusion kit, and the syringe with medication had to be replaced. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).